Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was not able to be evaluated. The complaint device was returned 07/26/2018 for evaluation. Performed visual inspection and passed. Performed a voltage test and failed. Performed share log review and no data was found. The reported event of a loss of connection was not confirmed. The customer complaint confirmation was undetermined because there was no voltage and no data in the cloud.